Manufacturer narrative:
Reporting solely on product analysis. Product event summary: the delivery catheter was returned and analyzed. There was an issue with the catheter shaft. The catheter shaft was torn. The shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned in three pieces. There were no anomalies found with the septum of the delivery catheter. Slitting did not start on the centerline on the hub of the delivery catheter. The shaft of the delivery catheter was broke/torn at 6.7 centimeters (cm) and 27.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The delivery catheter was returned to the manufacturer with no information. The delivery catheter was analyzed and tested out of sp ecification. No patient complications have been reported as a result of this event.